Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the right and left common femoral veins using the pre-close technique via two 8f and three 5f sheaths prior to an ablation procedure. No imaging was performed of the access sites prior to device use. Reportedly, five prostyle cuff misses [suture retrieval issues] were noticed for this patient. The sutures of four new prostyle devices were successfully pre-placed in four of the five access sites. The sheath was upsized to 8f in the prior 5f holes, and the ablation procedure was completed. Hemostasis was achieved with a prostyle suture in four access sites with the fifth site using manual compression to close. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions. The additional devices referenced in b5 are filed under separate medwatch report numbers.